Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance and reviewed remote monitoring data. Ts review noted a cyclical pattern in measured shock impedance fluctuations. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received confirms that there were no adverse patient effects and the clinic plans to continue monitoring this patient with no plans for intervention. This product remains in service.